Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a u9000 filter, an external fluid leak was observed. The filter was replaced. There was no patient involvement. No additional information is available.